Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. The heartmate ii lvas IFU lists bleeding and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document provides details regarding the recommended anticoagulation therapy and inr range.e. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 4 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was expired due to gastrointestinal bleeding after a cholecystectomy. No autopsy was performed and the device was not explanted. Further information was requested but not provided.